Event description:
It was reported that during a cryoablation procedure the sheath valve was leaking fluid and when fluid was drawn back into the syringe, air bubbles were observed. The sheath was replaced and the cryoablation procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of flexcath advance sheath 4fc12 / 82048-(B)(4) showed the device was intact with no apparent issues. Air aspiration and leaky hemostatic valve were reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and the valve was torn. The reported issue (air ingress/leaky hemostatic valve) has been confirmed through testing. Flexcath advance 4fc12 / 82048-(B)(4) failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.